Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt is experiencing an uncomfortable hearing sensation every time the coil is placed over the implant area. It was mentioned that the pt was hit on the implant site earlier this morning while playing with his brother.